Manufacturer narrative:
The results of controls before and after the event were erratic. A bci field service engineer (fse) helped the customer to troubleshoot the system and found the reagent syringe barrel was loose on the t-valve. The fse advised the customer to tighten the syringe and the system was resumed. Upon contact on (B)(4) 2011, the customer stated that the system was working.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erratic amylase (amy) and phenytoin (phy) results generated by unicel dxc 600 pro synchron chemistry analyzer on two patient samples. The results were not reported out of the laboratory. Correct results were produced after the reagent syringe was tightened. There was no effect to patient treatment.